Event description:
It was reported that an unexpected decrease in the remaining battery longevity was observed from this implantable pacemaker. The physician suspected the battery was depleting prematurely, and subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
The returned ingenio device was analyzed, and it was confirmed that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. A cross-functional investigation determined that the unexpected change in observed longevity is due to a mismatch between the actual battery voltage and the expected battery voltage per the nominal battery discharge model (which represents how the device's battery voltage typically decreases over time).

Event description:
It was reported that an unexpected decrease in the remaining battery longevity was observed from this implantable pacemaker. The physician suspected the battery was depleting prematurely, and subsequently explanted and replaced the device to resolve the event. No additional adverse patient effects were reported. This pacemaker has been received for analysis.